Event description:
The customer reported the left monitor appeared dark. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep replaced the monitor. Also, the power cord was defective. The system operates as intended.